Event description:
It was reported that the insulin pump alarmed during the prime process. It was stated that the numbers did not appear on the screen, and the beeps could not eb heard. The customer tried different infusion sets, but still could not get out of the prime loop. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose motor support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the unites states. However, the device is similar to the paradigm real-time inulin infusion pump, which is marketed in the united states.